Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had reduced angulation and air/water leakage from the control body. The issue was found during receipt inspection. Inspection and testing of the returned device found the nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found water tightness lost due to damage of the up/down knob, the bending angle in the up direction was out of standard. The nozzle had foreign objects. The upward/downward angulation control knob was out of standard. The bending section cover had a scratch. Adhesive on bending section cover had a chip, crack and white clouded area. The water removal ability does not meet the standards. Lock engagement lever has a scratch. Adhesives around objective lens has white-clouded area. Light guide lens has a crack. Adhesives around light guide lens has white-clouded area. Plastic distal end cover had a dent and burn. Connecting tube had scratch and wrinkle. Objective lens had a scratch. Adhesive around the objective lens had a white clouded area. Suction connector was deformed, scratched and cracked. Protector of universal cord on control section side has a scratch. Switch four was scratched and worn out. Switch box had a scratch. Lock engagement lever had a scratch. Universal cord has a wrinkle and was peeled off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correction the initial with information inadvertently left out. The customer confirmed they did not cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign material remained in the nozzle. The root cause of the failure could not be determined. The event can be prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function: keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.